Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The caregiver (cg) reported that the transfer set became disconnected from the home patient?s (hp) catheter. The cg stated the peritoneal dialysis nurse (pdrn) had already been notified. The technical service representative (tsr) assisted the cg to end therapy early. On (B)(6) 2010 product surveillance spoke with the nurse (rn) who stated the connection was loosened over time from the use of tape. The rn stated she advised the patient not to use tape; however, when the patient pulled the tape off this particular night, it was enough to loosen the connection. The nurse confirmed no product defect was noted. The rn stated the patient was given vancomycin as a precaution. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a separation. The report was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. Based upon the information obtained from baxter?s investigation, the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. It was not reported whether the patient was hospitalized for the peritonitis. It was not reported whether the patient received any treatment. On an unreported date in 2010, the patient was withdrawn from pd therapy and transferred to hemodialysis (hd).